Event description:
It was reported that this right ventricular (rv) lead was explanted due to other or on-product experience. This rv lead was replaced with the same model. No additional adverse patient effects were reported.